Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., d.11., h.3., h.6., and h.10. The product was returned for analysis and the reported complaint could not be observed. Additional observations were as follows: the device was returned in the blister tray inside the carton. The lens stop and the plunger stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted into the mid nozzle. No damage observed to the device. The correct nozzle confirmed on the device. The lens is returned outside of the device adhered to the nozzle tip with solution. Solution is dried on both surfaces of the optic and haptics. No damage observed. The product investigation could not identify the root cause for the reported complaint "lens very sticky, patient contact" as the lens was returned outside the device. No damage was observed to the lens and to the device. As the lens was returned outside the device, the lens performance in the device cannot be confirmed. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, the lens was very 'sticky'. There was patient contact but no reported patient impact. Additional information was requested.